Manufacturer narrative:
Follow up #2 indicated a visual investigation was performed, however the results were not provided. Lens has one distorted haptic and appears to have evidence of viscoelastic, ovd, (ophthalmic viscosurgical device); indicating the device was handled and prepared for surgical use. All pertinent information available to the manufacturer has been provided. Placeholder.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
Corrected data to initial MDR: unknown should be checked. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer. The iol was measured three different times. The average measured diopter power equal 19.69 diopters. The iol met the post-sterile diopter tolerance specifications. Manufacturing records were reviewed. The review of the documentation and testing presented in the manufacturing record were found within product specifications. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
Follow up information from the reporter indicated that after reviewing the patient's file, the doctor did not think that the intraocular lens (iol) was mislabeled. The patient had previous lasik surgery that impacted the results of the procedure. Previous lasik surgery. All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
We received a report that an intraocular lens (iol) was explanted from the patient's right eye. The report indicated the iol was the wrong diopter for the patient. In follow up, it was learned that the patient returned after surgery and over-refraction was +2.50 -1.25 x90; the plan was to obtain plano. Additionally there was no incision enlargement or vitrectomy performed to remove the iol. After a new lens was implanted, the patient's visual outcome was +0.50 -1.00 x90 and she was doing fine.